Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The tissue pad was attached. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a general procedure, the shears presented a malfunction. It stopped working and the tip got loose. There was no serious injury to the patient. The hospitalization time was a little bit extended due to particle (piece) removal and device (shears) replacement. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the information be provided later, a supplemental medwatch will be sent.